Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became frozen and no longer functional. Customer had elevated blood glucose levels (272 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Customer indicated they have a back up method for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.